Event description:
There were 21 embolization coils inserted through the jugular vein to occlude the gonadal veins with the use of fluoroscopy. Gonadal venography revealed occlusion of the gonadal vein. Since procedure was performed, she has had severe chronic unrelenting pelvic, leg, foot, and neck pain. There are multiple visible dime to quarter sized circular bruises on her pelvis, legs, and feet, and bruises on her neck at the catheter insertion site. She now has severely diminished capacity to stand and is barely able to walk. It is now 4 1/2 years later and her condition continues to deteriorate. In 2004, hysterectomy and castration were performed. Intermittent temperature, the highest 104 degrees. Extensive radiologic studies reveal diminished blood flow in extremities. She is on maintenance pain medication and her condition continues to deteriorate. Pt currently reports "permanent pain and suffering has been added to my way of life, making me feel like I cannot bear another day." Note: there is insufficient room under the lot numbers field for the final lot number, 1302563. Nine tornado embolus length 12.5cm. Eleven tornado embolus length 8 cm. Dose or amount: twenty-one coils. Dates of use: permanent. Diagnosis or reason for use: backpain.